Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient had high blood glucose but not hospitalized. Customer's blood glucose was 591 mg/dl. The customer was experiencing the symptoms of thirsty and increase urination. Customer reported they have a backup plan available. Customer was treated with pump and syringes. After the troubleshooting was done, customer was advised that the bent cannula is most likely the cause of the high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised to call when tubing clamp received to perform high pressure test. The customer advised that he will do set change.